Event description:
Pt brought to the o.r. For eswl [extracorporeal shock wave lithotripsy] for left renal calculus. The medispec eswl machine fired 81 shocks and then stopped firing. The simulator light was flashing, all other components appeared to be working. The spark plug was changed and the machine fired around 4-5 times and then stopped firing again. The simulator light continued to flash as if it should be working. The unit was switched to adapter mode (gated with pt's heart rate) and the machine fired appropriately. The case was finished on adapter mode without further incidence. Clinical engineering was called and a battery check was completed. The battery was weak. The 9 volt battery was replaced.